Event description:
It was reported that during a shoulder cartilage tear repair case, three anchors broke and remain in the patient¿s bone. According to the reporter, the anchors broke in half at insertion. The broken halves (proximal end of anchors) were removed. The surgeon felt the remaining distal end of the anchors were enough to secure the fiberwire in the bone socket in order to secure the labrum to the bone. Patient demographics (date of birth and weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility